Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort. It was suspected that the right ventricular (rv) lead had dislodged. High thresholds were also noted. In bipolar configuration no capture was observed and in unipolar configuration intermittent capture was observed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.